Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side implant deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a broken plug strap, with more than 75% missing and white particles in inner surface. A leak test was performed which not identify openings on the device. Microscopic analysis was performed which identified: broken plug strap displayed striated edge consistent with the use of a surgical tool and missing more than 75% of plug strap, cataloged as inconclusive. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment includes: no issues found related with the manufacturing process, openings were not found on the device during the leak test and not found possible damage on valve, for this reason I cannot confirm the complaint (deflation), broken plug strap due to surgical damage, findings are inconclusive.

Event description:
Healthcare professional reported a right side implant deflation. Device has been explanted.